Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was charging the ipg frequently. The patient underwent a replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively and continues to have satisfactory coverage of all painful areas. The ipg will not be returned.